Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device being unable to recognize an open door. Service evaluation verified the device was unable to recognize an open door. The cause was identified to be a failed upper latch switch. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed to recognize an open door state. There was no patient involvement. No additional information is available.